Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery on (B)(6) 2021 and it was noticed that the pump had problems and the cylinders would not fill. A new ipp was implanted on (B)(6) 2021. There were no patient complications. The patient had a stable outcome.